Manufacturer narrative:
It was reported that there was a broken piece on the ventilator's user interface monitor. There was no patient involvement. This was confirmed by our field service engineer and reported in the service report dated (B)(6)2019 . The monitor was replaced. A physically broken user interface may cause damage but ventilation will not be affected. Ventilation will continue with set parameters. No information on what part of the user interface that was broken has been received despite requests. No further issues have been reported. The conclusion in this matter is that there was a broken piece on the ventilator's user interface monitor and that the user interface monitor was replaced. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer reference #: 22407.

Event description:
It was reported that a piece broke off the monitor of the ventilator. There was no patient involvement. Manufacturer reference #: (B)(4).